Event description:
Repair center: alleged alarm will not function and the key is the compressor is loud. Additional malfunctions are the power switch has a short circuit and the tie wraps for the tubing leak.